Manufacturer narrative:
One used 6fr angio-seal vip device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed blood like substance on the device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The anchor was fully visible slightly proximal to the distal tip of the hemostatic sheath. There was a slit observed in the hemostatic sheath that extended 0.19" from the distal tip. The slit was examined under microscopy. The edges of the slit were clean and smooth. Due to the slit, functional testing could not be performed. Since the anchor was already exposed through the slit, tension was applied to the anchor to complete deployment of the device. The device deployed with no anomalies noted. Based on the condition of the returned device, the complaint could be confirmed for pullout as the anchor and collagen were returned. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The slit observed is likely due to the device be exposed to a sharp edge.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported a deployment issue after the procedure when using the involved angio-seal device. When pulling back on the device, the entire device came out and the anchor did not catch. Nothing came loose or was left in patient. Manual pressure was applied. It was reported that there were no issues with patient. No blood loss was reported. Hemostasis was achieved through manual compression. The patient was reported to be stable. The procedure outcome was successful.